Manufacturer narrative:
Reported event: an event regarding disassociation involving a metal head was reported. The event was confirmed via device evaluation and medical review. Method & results: -device evaluation and results: visual inspection & material analysis: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. No further material analyses were performed. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the x-ray shows a dissociated head and femoral stem. The x-ray shows a dissociated femoral head and stem with a severely damaged trunnion with material loss. No information regarding details of revision surgery was provided. Mechanical failure of an accolade I stem with metal head is confirmed. The root cause for this mechanical complication cannot be determined from the documentation provided." -device history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there has been no other similar event for the lot referenced conclusion: it was reported that the patient was revised due to deformation of the stem trunnion and dislodged head. The event was confirmed by device evaluation and medical review. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient who underwent tha on (B)(6) 2012. Reoperation was required due to deformation of the stem trunnion and dislodged head.